Manufacturer narrative:
Sample analysis: the device has been received and is pending evaluation completion. The root cause of this complaint cannot be determined at this time. Evaluation findings will be submitted in a follow-up report. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, the coil prematurely detached in the microcatheter prior to being inserted into the aneurysm. The implant coil was successfully removed with the microcatheter. No injury was reported with the patient as a result of the procedure.